Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy case, the nim vital system experienced multiple false positives. Initially, the stim probe was used around the nerve, resulting in an audible 230 signal with a thud and half of the waveform, even after checking the tube. The thyroid near the nerve was stimulated, not just the blood, indicating it wasn't a shunting issue. Despite obtaining a positive response on the nerve, the values were incredibly high. Decided not to change the rejection period and proceeded with the surgery, consistently encountering false positives throughout the procedure. Adjusted the threshold and manipulated the tube, but it was to no avail. The procedure was delayed by 30 to 60 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.